Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to medical attention/hospitalization related to symptoms. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: .mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 21-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter-in-law is calling on behalf of the customer. The customer is concerned with test results from back to back test results of 112, 116, 104, 97 and 97mg/dl. The customer¿s expected fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report any symptoms. Daughter-in-law stated that on saturday, (B)(6) 2021, the customer had passed out and had urinated on herself. Daughter-in law stated that she checked the customers blood glucose and it was 90mg/dl (did not disclose fasting or non-fasting). Daughter-in-law stated that she proceeded to give the customer orange juice and peanut butter with some crackers. Customer's blood glucose was checked again about 5 minutes later and it had been 120mg/dl and then had gone down to 90mg/dl 2 minutes later. Daughter-in-law sated that she drove the customer to the ER; customer's blood glucose when she arrived at the ER had been in the 240's. Customer was diagnosed with hypoglycemia and dehydration, and treated with IV fluids. Customer was discharged the same day and advised to follow up with her doctor. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).